Event description:
IV site to right-hand was not able to be visualized due to taping and board to hand. Upon assessment after removing board, hand was noted to be swollen. Tape and dressing removed, and nurse was unable to pull back blood or flush piv. Half of IV cath remained in skin, unable to visualize end point of catheter.